Event description:
It was reported that intermittently the 6800 system would not fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated the controller pcb and ran diagnostics. The system was tested and found to be working as intended and placed back into service.